Event description:
It was reported there was exudate from the previous stimulator site incision. The patient had redness and tenderness at the device site. The patient had subjective fevers and serosanguineous drainage from the incision. Approximately a week later the patient was noted to occasionally having a slight amount of serous drainage from the incision site. There was minimal exudate noted and it was clear and thin and did not appear to be purulent. A couple weeks later the patient did have pain and tenderness around the incision site as well as frequent drainage from an opening in the wound. Lab work showed a rare staphylococcus aureus infection and a fever of 100.7. One week later the patient did continue to have a scant amount of thick, yellow drainage from their wound as well as some tenderness. There was mild erythema around the wound edges. Surgical debridement of the abdominal wound was done. The wound edges were re-approximated with steri-strips in the office and bactrim and clindamycin was administered. Following intervention the right abdominal lower quadrant incision was healing well. There was some mild erythema and tenderness but no evidence of drainage and the wound was well approximated. Less than 1 month later the site was well-healed, well-approximated, and non-tender. The site was without erythema, warmth, edema, or exudate. The event was considered resolved without sequelae. The event was possibly related to the device, therapy, or implant procedure. The event resulted in in-patient or prolonged hospitalization.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).